Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tg3420/05828264 code 22: according to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak, pseudoaneurysm. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for an aortic arch aneurysm and was implanted with three gore® tag® thoracic endoprostheses. The patient's medical history included a total debranching bypass for the aortic arch aneurysm which was performed at another hospital. On (B)(6) 2019, the patient presented with dyspnea and enlargement of the aneurysm (amount unknown). Intra procedure angiography showed a type iiib endoleak and a pseudoaneurysm at the proximal flare of the device. The patient underwent coil embolization of the pseudoaneurysm and emergency tevar wherein three additional stent grafts were deployed using a chimney method to reline the original devices. The physician stated the cause of the endoleak may have been friction due to the location of the endoleak at the bend of the stent graft; coupled with the 10 years the devices had been implanted.